Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) the date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blurry lens during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.